Event description:
A coronary artery stent was placed in the patient's right coronary artery (rca) approximately six months ago. At that time, the patient was experiencing a myocardial infarction, and the stenting procedure was considered an acute intervention. When this patient presented for a follow up stress echo test on 12/01/1997, he experienced ischemic EKG changes and chest pain. The patient was referred to diagnostic cardiac catheterization, which revealed a re-occlusion of the mid rca at the stent site. No thrombus was present; and the reocclusion was considered to be indicative of intimal hyperplasia at the site of the stent. A ptca balloon catheter was used to redilate the area inside the stent, and the results are described as excellent. No further intervention was required, and no further complications to the patient occurred.